Manufacturer narrative:
Unit received with critical pump error (open book) and unable to download due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. Unit received with moisture damage noted on motor, vibrator motor assembly. Unit received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, broken reservoir tube lip, missing display window cover, damage keypad overlay texture and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had critical pump error. The customer¿s blood glucose was 245 mg/dl. The customer received critical pump error image on the pump screen. The customer states she even didn't have time to deliver a bolus, she now used an insulin pen for the bolus. The customer states the pumps had a crack at the back as well the customer was advised pump will be replaced. Advised to revert to backup plan. The insulin pump will not be returned for analysis.